Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during inflation after insertion into the vessel. Hemostasis was achieved by manual compression for over 10 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The procedure was interventional using a retrograde approach with a 7 fr sheath introducer. The vessel accessed was the femoral artery with a diameter greater than or equal to 5 mm, with no tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot j2522702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, procedural/handling factors, access site vessel characteristics (although it was reported that there was no pvd or calcium within the vicinity) and/or concomitant device factors are likely since excessive force during handling of the device, calcification/pvd at the access site, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during inflation after insertion into the vessel. Hemostasis was achieved by manual compression for over 10 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The procedure was interventional using a retrograde approach with a 7f sheath introducer. The vessel accessed was the femoral artery with a diameter greater than or equal to 5 mm, with no tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The device will not be returned for evaluation since it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.